Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. During the evaluation, the customer's originally reported issue of no image was confirmed. The following additional findings were also noted: cracks in the bending section cover adhesive, minor scratches at the probe tip and major scratches at the opening, and illegible customer sticker. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that their evis exera ii ultrasonic bronchofibervideoscope had no image on the screen. The issue was discovered during preparation for use. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the no image could not be determined. The event can be detected/prevented by following the instructions for use which state: ¿warning ¿ do not apply shock to the distal end of the insertion section, particularly the ultrasonic transducer and the objective lens surface at the distal end. Visual abnormalities may result.¿ olympus will continue to monitor field performance for this device.